Event description:
The customer contact rec'd of an unspecified number of undocumented incidents of separation. The customer contact reported that the option-lock male adapter of the tubing sets were connected to the pts' IV access site and were being used to delivery unspecified medications. After unspecified length of time, the clave port separated from the semi-rigid female adapter of the tubing sets. The customer contact reported there were no reports of adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.